Event description:
It was reported that shaft break occurred. The patient presented with coronary heart disease and was undergoing angioplasty procedure. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a 0.014 samurai guidewire was crossed the lesion, a 2.00mm x 15mm emerge balloon catheter was prepped and advanced for dilatation. However, it was observed that the hypotube of the rail was broken. The device was then completely removed from the patient. A new emerge balloon catheter was used to complete the procedure. No patient complications were reported.